Event description:
Customer reported low blood glucose of 42 mg/dl; customer ate cereal to treat. Customer stated that her belt clip broke. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.